Event description:
Pt post op c-section with on-q catheter in incision. Surgeon was removing on-q catheter when it snapped. Black tip was not visible at the end of the catheter. Pt sent for flat plate of the abdomen. No device/catheter visible on flat plate and product packaging does not indicate that the device is radio-opaque. Dates of use: (B)(4) 2011.